Event description:
The customer contact reported that while operating on battery power, the pump powered off by itself without sounding an audible tone. At an unspecified time, the pump was programmed to deliver a post chemotherapy hydration solution of 0.9% normal saline, at a rate of 150ml/hr, with a vtbi (volume to be infused) of 20ml, and the delivery was started. At an unspecified time, the pump was unplugged from ac power when the pt went into the bathroom. At approx 1300, the nurse noted the pump had powered off by itself. No audible alarm tone was reported prior to the power loss. The nurse plugged the pump into the ac power outlet and reprogrammed the pump to deliver at the previous programmed rate of 150 ml/hr and the delivery was resumed. After approx ten minutes, the nurse unplugged the pump from ac power to check the battery operation of the pump. The pump was reported as "ok" and the therapy was completed while operating on battery power. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device passed testing by producing audible, and visual alarms for low battery when the battery charge was almost depleted. (B) (4)